Event description:
It was reported that the heater bag was not properly connected to the heater line of the cassette during fill cycle of the therapy, while the home patient (hp) was connected. The care giver (cg) stated that the heater bag was not on tight enough, and the heater bag leaked. The technical service representative (tsr) assisted the cg with ending the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a connection issue, where the care giver (cg) did not connect the heater bag tight enough to the heater line, during fill 1, while the home patient (hp) was connected. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.